Event description:
With initial use of the stryker sustainability solutions, harmonic ace shears it was observed that metal shards had broken off the tips of the harmonic scalpel into the patient. Patient copiously irrigated with lr solution and suctioned utilizing a nezhat irrigator. Metal shards not seen during this process. Diagnosis or reason for use: laparoscopic bilateral oophorectomy. Is the product compounded: no. Is the product over the counter: no. Event abated after use stopped or dose reduced: no.